Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported patient had difficulty recharging her implant because her son usually helps her, but she has been trying to do it on her own. The patient said she thinks she puts in on in the wrong spot and normally her charge lasts almost 4 full days. Patient reported the last couple of times she did it she could not get it on the right spot and got upset at healthcare provider (hcp) office this morning. The patient put the phone on speaker, tried to connect with the controller, got the screen that told her to plug the recharger (rtm). The patient plugged in the rtm and after several attempts was successful to start recharging her ins with excellent quality. Patient reported her controller was 100% and her ins was in the red with a red triangle. It was reviewed that stimulation probably stopped because her implant battery is too empty. The patient also stated today, she suddenly and unexpectedly felt stimulation without using the controller to activate any stimulation and the controller had been plugged in the wall was not hooked up to her. The patient said it felt the same as when it is turned on. The patient said this lasted an hour and a half to two hours then stopped and patient said this just did not make sense. Patient said when it works, it works fantastic. The patient reported that the last few times she recharged, the charge did not last as long as she expected, only 3 days or 3 ½ days instead of 4. The patient did not report any programming changes. The patient reported it had been working fantastic and then suddenly it acted up, so she called and spoke to manufacturer representative (rep) who helped her through troubleshooting over the phone and it started back up. It was recommended charging ins to 100% to increase time between charges. It was reviewed it was okay to charge while the ins was on. During the call, the patient reported she is 72 and has back problems, problems with her back and legs and that is why she got the stimulator. The patient said her blood pressure is going up and she had been having a lot of falls. The patient reported that 2 weeks ago her legs gave out and she hit the side of her face by her eye on the tub. During the call the patient¿s ins battery level went from a red triangle to 45%. It was reviewed that patient¿s equipment was working as expected and recommended continuing to charge to 100% and keeping it charged to avoid loss of therapy. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.